Manufacturer narrative:
It was reported that the abutment was removed under a general anaesthetic on (B)(6) 2017.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced pain at abutment site and subsequently was treated with a steroid injection and a topical application (date and type not reported). The implanted device remains.

Manufacturer narrative:
Per the clinic, it was reported that the topical medication previously reported was topical antibiotics.